Event description:
Reporter indicated that the device had migrated and was causing pain in pt's shoulder. Further investigation revealed that the physician has scheduled a revision surgery because he believes that the suture holding the generator in place is broken and the tie-down in the neck that is holding the strain relief loop has pulled, thus causing the pt pain.